Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of loss of consciousness and hypoglycemia. (B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, an adverse event had occurred. The patient reported that on (B)(6) 2017 his wife had found him unresponsive, so she called 911 around 11pm. While waiting for paramedic's wife tried to give husband juice but the patient did not drink it. Paramedics arrived on scene around 11:15pm and gave the patient a glucagon injection. The paramedics took glucose reading and it was 36mg/dl. The paramedics continued to monitor the patient and was giving him juice to rise his blood glucose level. The paramedics left the patient's home around 11:50pm. The patient declined to be taken to hospital. No product defects or failures were alleged. At time of contact the patient's condition was doing fine. No additional event or patient information is available.